Event description:
During operation (pressure controlled breathing) the device failed completely. Failure report: technical alarm. Error log mailed in "hsc". Pressure transducer pc board 1750 defect, changed functions now in order.